Event description:
It was reported that out-of-range high impedance was found. Loss of capture observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.